Event description:
The customer reported the paramedics were called out and treated her high blood glucose. The customer stated her pump had a "no delivery" alarm. Customer did not have the insulin pump with her to troubleshoot at time of call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.